Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows that the user treated only one patient on this day. During preparation of treatment of patient's right eye an error message occurred before laser fired. The user shut down and restarted the laser. The surgeon restarted the treatment and the treatment of patient's right eye was finished successfully without any issue. The user treated the patient's left eye and the same error message occurred again. The laser was shut down. The left eye was not treated again. The error message can be confirmed. During an onsite visit the fse (field service engineer) replaced shutter 2 and pcb board and successfully completed system verification to specification. The root cause could not be determined. Logfile review can confirm error message, most possible root cause is a faulty shutter2 and pcb board. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a shutter error during lasik flap creation. A partial flap without a side cut was generated. The procedure was postponed for a month without harm to the patient.